Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ("heavy bleeding") in a female patient who received essure for birth control. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient started essure. On an unknown date, the patient experienced genital haemorrhage (serious criteria medically significant and clinically significant/intervention required), abdominal pain lower ("lower abdominal pain"), back pain ("severe back pain"), dyspareunia ("pain during intercourse"), vaginal infection ("vaginal infection") with vaginal discharge, menorrhagia ("prolonged menses") and alopecia ("hair loss"). The patient was treated with surgery (essure was removed on (B)(6) 2016.). Essure was withdrawn. At the time of the report, the genital haemorrhage, abdominal pain lower, back pain, dyspareunia, vaginal infection, menorrhagia and alopecia outcome was unknown. The reporter considered genital haemorrhage, abdominal pain lower, back pain, dyspareunia, vaginal infection, menorrhagia and alopecia to be related to essure. Company causality comment: this non-medically confirmed spontaneous legal case report refers to female consumer who had essure (fallopian tube occlusion insert) inserted and she presented heavy bleeding (seen as genital haemorrhage). A surgery was performed to remove micro-inserts around 1 year after insertion. The reported event is serious due to medical importance and anticipated in essure's reference safety information. After essure insertion, pelvic, abnormal genital bleeding and menses pattern changes may occur. In this specific case, consumer presented the event after insertion. Considering compatible temporal relationship and absence of alternative explanation, causality between event and essure cannot be excluded. This case was regarded as incident, since device removal was required. The product technical analysis has been sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("heavy bleeding") in a 28-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included obesity. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, 1 day after insertion of essure, the patient experienced fatigue ("fatigue"). On (B)(6) 2015, the patient experienced weight decreased ("weight loss") and weight increased ("weight gain"). In (B)(6) 2015, the patient experienced rash ("rashes or skin condition"). On (B)(6) 2015, the patient experienced alopecia ("hair loss / hair loss"). In (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain lower ("lower abdominal pain"), back pain ("severe back pain"), dyspareunia ("pain during intercourse / dyspareunia (painful sexual intercourse)"), vaginal infection ("vaginal infection") with vaginal discharge, menorrhagia ("prolonged menses / abnormal bleeding menorrhagia"), vaginal haemorrhage ("abnormal bleeding vaginal"), headache ("headaches") and migraine ("migraines"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes), laparoscopic bilateral salpingectomy) and surgery (essure was removed on (B)(6) 2016.). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower, back pain, dyspareunia, vaginal infection, menorrhagia, alopecia, fatigue, weight decreased, weight increased, rash, dysmenorrhoea, vaginal haemorrhage and migraine outcome was unknown and the headache was resolving. The reporter considered abdominal pain lower, alopecia, back pain, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, rash, vaginal haemorrhage, vaginal infection, weight decreased and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 38.3 kg/sqm. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on 28-feb-2018: plaintiff fact sheet was received events added from pfs- fatigue, weight gain, weight loss, rashes or skin condition, dysmenorrhea (cramping), tubal ligation, abnormal bleeding vaginal, migraines, headaches, pain and dyspareunia (painful sexual intercourse), hair loss, vaginal discharge, abnormal bleeding menorrhagia clubbed to previous events . Reporter information, historical condition added from pfs. Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on 25-jan-2017: quality safety evaluation of ptc. Company causality comment: this non-medically confirmed spontaneous legal case report refers to female consumer who had essure (fallopian tube occlusion insert) inserted and she presented heavy bleeding (seen as genital haemorrhage). A surgery was performed to remove micro-inserts around 1 year after insertion. The reported event is serious due to medical importance and anticipated in essure's reference safety information. After essure insertion, pelvic, abnormal genital bleeding and menses pattern changes may occur. In this specific case, consumer presented the event after insertion. Considering compatible temporal relationship and absence of alternative explanation, causality between event and essure cannot be excluded. This case was regarded as incident, since device removal was required. According to the product technical analysis, product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.